Event description:
Dr and his assistant were performing a procedure with a 0-50 neolyte indirect scope plugged into an e-60 pc edo laser. They also had a wild thin shutter, plugged into the laser. They unplugged the fiber for the indirect and plugged in a flieschman schwartz probe lot number 97244f20a-02. When the footpedal was depressed the shutter did not close and dr said he rec'd a flashback. They completly unplugged the indirect and the shutter began to work fine.